Manufacturer narrative:
Section e3; corrected manufacturer's investigation conclusion: the reported event of the centrimag motor producing an atypical noise was confirmed via the motor¿s functional analysis. The returned centrimag motor (serial number (B)(6) was functionally tested at the european distribution center, the product performance engineering department, and at zurich alongside known working test equipment. The motor was able to operate a mock loop at various speeds as intended; however, the motor also produced a loud humming noise when it was connected to test consoles, even before the speed was set. Manipulation of the motor¿s cable did not affect the noise. The motor¿s cable was opened at its connector, and the solder joint at the outer black wire was observed to be twisted and torn. Once the wire was properly resoldered onto the connector, the atypical noise resolved, isolating the root cause of the reported event to an improper solder joint within the motor¿s connector. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor l08203-0009 was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the clinic bought a new centrimag motor in (B)(6) 2024 and this was the first time it was used. The pump emitted an unusually loud sound when placed in the magnetic field of the motor and the speed had not yet been adjusted. When raising the rotations per minute (rpm), the sound became crackling and it was not about the air, but rather the impeller rotating somewhat vaguely in the magnetic field. The perfusionist tested the setup several times and with another blood pump and the result was the same. The test blood pumps ran flawlessly in the intact motor, but the faulty motor in question always made the same unusual sound. The centrimag motor was retired and replaced with another one.